Event description:
The account alleged the pt position module and brake alarm will not sound. No injury will not sound. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.